Event description:
Received report of a blood tubing set that burst when used with a pressure bag in the or. Multiple attempts were made to obtain further information, but no further information was available.